Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that nexiva 24ga 0.75in y w/ cap tubing was damaged and leaked. This was discovered during use. The following information was provided by the initial reporter: on the morning of (B)(6) 2020 nurses for patients with indwelling needle catheter assessment, push the liquid seal tube water after injection discovered that the dressings paste in the extension tube soaking, then open the dressing found to have fracture extension tube and needle base and hence urethral catheter, according to the nurse, the puncture needle is on september 6th, puncture for lower limb, due to vascular puncture in children with difficulties and evaluate the IV more unobstructed, retained until 11. After the indwelling needle was removed, only one photo was taken and thrown into the sharp object bucket due to contact with the patient and blood. Please see the attachment for the photo. One indwelling needle of the same batch can be provided to check if there is any problem.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-01. H6: investigation summary our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one unopened unit and one photograph. Through the evaluation of the photo, separation between the y adapter and the extension tubing has occurred. A visual and microscopic inspection of the representative sample was performed checking for any flaws or failure in the connection between the y adapter and the extension tubing. There was no damage or defects observed with the representative unit. From the inspection of the photograph, the reported issue was confirmed as the tubing appears defective/damaged. Although the reported issue was confirmed, the photograph provided for this incident did not present sufficient evidence to identify a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that nexiva 24ga 0.75in y w/ cap tubing was damaged and leaked. This was discovered during use. The following information was provided by the initial reporter: on the morning of (B)(6) 2020 nurses for patients with indwelling needle catheter assessment, push the liquid seal tube water after injection discovered that the dressings paste in the extension tube soaking, then open the dressing found to have fracture extension tube and needle base and hence urethral catheter, according to the nurse, the puncture needle is on september 6th, puncture for lower limb, due to vascular puncture in children with difficulties and evaluate the IV more unobstructed, retained until 11. After the indwelling needle was removed, only one photo was taken and thrown into the sharp object bucket due to contact with the patient and blood. Please see the attachment for the photo. One indwelling needle of the same batch can be provided to check if there is any problem.